Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the power supply board failure and the printed circuit board failure of the subject device due to the aging deterioration because it have been passed more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the subject device was not turned on at the unspecified timing. At the incoming inspection for the repair, the repair center of olympus (B)(4) checked the subject device and could not duplicate the reported phenomenon. There was no report of patient injury associated with this event.